Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose this morning was 111 mg/dl. It was also reported that the lowing the lantus in the night as customer kept crashing from 200mg/dl in 45 min to 53mg/dl, 55mg/dl, 63mg/dl. The customer treated their low blood glucose with glucose tablet. It also stated that insulin pump received failed battery alarm, battery out limit after battery change and off no power alarm with low battery alert. The insulin pump will be returned for analysis.